Event description:
Surgeon attempted to use the straight lumbar probe; however, due to the patient having extremely hard bone, the thoracic probe was used. A mallet was needed to reach the appropriate depth. Two screws were placed on the left side. He then used the probe in the same manner on the right side. The device broke while pulling it out of the pedicle. Surgeon had to drill it out 8-10mm down the pedicle to free it. He could not place a screw at that location (l5) and had to use a uni-lateral construct instead of bi-lateral as he had planned to complete the procedure.

Manufacturer narrative:
Probe was returned with the broken tip. The broken end of the tip portion is damaged from the removal process. Visual examination of the shaft end shows bending of the tip prior to breakage. A review of the device history record (DHR) found no anomalies. Based on the information provided and visual evaluation, the malfunction appears to be related to hard use of the device.